Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500 was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed the pump had an alarm occurrence of ?no disposable attached" and power lost while pump was on" however the reservoir volume empty" alarm was not confirmed. The reported issue was not duplicated during functional testing. No faults were found during testing, as preventive measures the down stream occlusion sensor was replaced, and the upstream sensor was recalibrated. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed "reservoir volume empty", during pre-use check. No adverse patient effects were reported. No additional information is available at this time.